Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient's husband called support link inbound line as they want to reboot the programmer and set it up. Patient just got back from being in the hospital. Support link transferred to patient and technical services (pats).